Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with inappropriate atp and aborted hv shocks due to rv lead noise. No out of range lead measurement were noted. The lead was laser explanted. No lead fracture was noted under the fluoroscopy. The lead will be sent back for analysis. The patient was stable post-procedure.